Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No unexpected low reservoir alarm noted. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer stated that their insulin pump may have been exposed to a magnetic field a year ago. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.